Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 02-apr-2024. H.6. Investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Complaints for sample quality are under statistical control for the month of february 2024. If complaints for sample quality reach an action level, additional testing may be required. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes,(B)(4)tubes were found with bubbles in the separating gel. No patient impact was reported.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes, 3 tubes were found with bubbles in the separating gel. No patient impact was reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.